Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms. Customer's mother stated the alarms were resolved by changing the reservoir. The mother also reported the customer's infusion set detaching in (B)(6) 2014. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.